Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that there was poor aspiration during a surgical procedure. The procedure was completed. There was no patient harm.

Manufacturer narrative:
The company service representative examined the system and replaced the solenoid spacer. The system was then tested and met all product specifications. The system was manufactured on december 9, 2008. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).